Manufacturer narrative:
Concomitant product(s): a 5554-45 lead, implanted: (B)(6) 2009; 638bl26 heart band, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible lead fracture. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.